Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed assistance with insulin pump's basal setting and mentioned that their blood glucose level was at 414mg/dl. The customer declined troubleshooting for the high blood glucose and stated that the high reading has nothing to do with the insulin pump. The customer was successfully assisted with setting max basal rate. The insulin pump will not be returned for analysis.